Event description:
The leds of the smartview home monitor were off. Several checks were performed: the device was plugged in different wall outlets, connected with other power supply cables, pit tried but the leds were still off. According to the patient, days earlier there was a fire under her flat that had burned part of the electrical installation.

Manufacturer narrative:
Preliminary analysis showed that the unit has been broken at patient's home.

Event description:
The leds of the smartview home monitor were off. Several checks were performed: the device was plugged in different wall outlets, connected with other power supply cables, pit tried but the leds were still off. According to the patient, days earlier there was a fire under her flat that had burned part of the electrical installation.

Event description:
The leds of the smartview home monitor were off. Several checks were performed: the device was plugged in different wall outlets, connected with other power supply cables, pit tried but the leds were still off. According to the patient, days earlier there was a fire under her flat that had burned part of the electrical installation.